Event description:
The technician noticed that the advia centaur quality control results were out of range. The technician then realized that she had placed the acid bulk bottle on the advia centaur instead of the wash 1 solution bulk bottle. Five patient sample results were generated for ahbs, hbct, and bnp. The incorrect results had been reported out. The samples were repeated and the corrected results were sent out. The bnp sample was rerun on a different advia centaur. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results of the misplacement of the wash 1 solution bottle.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to operator error (the acid bulk bottle was installed on the advia centaur system instead of the wash 1 solution bulk bottle). A siemens field service engineer (fse) contacted the customer site and directed the technician to remove the wash 1 reservoir, rinse it thoroughly, dry it and place it back on the system. The fse instructed the technician to clean the lines, prime the wash 1 lines multiple times, and perform a dispense wash fluid and aspiration. The technician then reran the quality controls to confirm that the advia centaur was operational prior to repeat testing for the hepatitis samples. Qc was in range. No further evaluation of the device is required.